Event description:
It was reported to boston scientific corporation that during a vaginal vault suspension procedure using an uphold vaginal support system, as a leg assembly was being pulled through the patient's right sacrospinous ligament, the needle, with a portion of suture, detached. The needle, with a portion of suture, was reportedly captured inside the capio cage and did not fall loose inside the patient. The physician tied a stand-alone capio suture (exact type unknown) to the affected leg and pulled this amended leg through the ligament, completing the procedure with no complications to the patient, who is reportedly fine and is over 18 years of age.